Event description:
This ra lead was capped due to loss of capture and physician chose to downgrade from dr to vr device because atrial pacing not needed. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.